Event description:
On 20-aug-2024, a spontaneous report from the united states was received from a consumer via email regarding a 52-year-female consumer. Additional information was received on 22-aug-2024 which was incorporated into the report. At 6:30 am on (B)(6) 2024, the consumer topically applied an unspecified thermacare heat wrap to her lower back on the left side for an unspecified indication. Approximately at 4:30 pm the same day, the consumer removed the patch. Later that night she went to bed and noticed the shirt where the patch was placed was wet. She looked in the mirror and found a circular spot with an open wound which looked like a burn. She touched the area and there was a milky like discharge and it was painful. She disinfected the area with peroxide and applied triple antibiotic ointment with bandages and gauze. She planned to see her primary care provider for the burn, but she canceled the appointment. When she wears pants, the area become irritated. As of (B)(6) 2024, the area was still painful, red, warm to the touch, and the open wound was oozing with clear sticky liquid. No additional information was provided.

Manufacturer narrative:
He root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.